Event description:
Customer reported the lock-up of digital leader (dl) with patient on table that caused following error sequences: 'stop sequence time out'; unable to get properties'; failed to stop sequence'; and 'unable to get property as requested'. These errors reportedly caused x-ray aborts on the system. The system was reset 3 times without resolving the lock-up. The patient was moved to another system to resume the exam. No patient injury reported. The fluoro store option has been disabled by the ge field service engineer. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.